Event description:
It was reported that the patient was presenting with altered mental status. The health care professional did not believe there was an issue with the pump, but believed that the issue was caused by the patient's medication which included oral medication. The device system was being used to deliver baclofen, fentanyl, bupivacaine, and sufentanil. Additional information has been requested, but was not available at the time of report.

Manufacturer narrative:
Product ID 8709, lot# j0177968r, implanted: 2001-(B)(6), product type catheter product ID 8578, serial# (B)(4), implanted: 2009-(B)(6), product type accessory. (B)(4).